Manufacturer narrative:
The instrument arrived in a decontaminated condition. The instrument shows no outwardly defects or damages. We made a visual inspection of the torque wrench. Here we found no damages or defects. In the next step we tested the release moments of the wrench five times. Results: the complained wrench release reliable at a torque of 9.5 nm. The specifications/requirement are 9.0 nm-11nm. Because the wrench is a purchasing part, a batch history review is not possible. The root cause for the problem is most probably usage related. Because the result of the test of the torque wrench was without deviation to the specification, we assume a not proper handling of the system (implant, screw, torque wrench) by the surgeon. No CAPA necessary associated medwatch reports: 9610612-2019-00019 9610612-2019-00026 (this report) 9610612-2019-00027 9610612-2019-00028 9610612-2019-00029

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the ennovate torque wrench handle. After placement of an unspecified amount of screws, it was noted that the screws were loose. It was felt that the torque wrench was not working correctly. On (B)(6) 2019, clarification was received. The 4 loose screws were noticed prior to the end of surgery. The tip of the torque wrench had been fully seated in the screw, but "sliding" in the screw head. It was not specified whether the screws were further tightened or removed. There was no patient harm, nor pain and no revision was required. X-rays, if taken, were not available. Additional information has been requested. This report refers to the first of 4 screws. Associated medwatches: 9610612-2019-00019, 9610612-2019-00027, 9610612-2019-00028, 9610612-2019-00029.